Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11718. It was reported stimulation turns on and off by itself. An impedance check revealed low impedance on a few contacts. Reprogramming to provide resolution was unsuccessful. As a result, the pt may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.